Event description:
In 2009, the patient reported that for the past 3 months she has had erratic blood glucose readings ranging from 32 mg/dl to 550 mg/dl. She stated she does not feel any symptoms and treats her elevated readings by delivering insulin via injection or her infusion device. She stated she switched to her backup infusion device 1 week ago, and her blood glucose has returned to her normal range. She stated she changes her infusion headset every 3-5 days and her tubing every 2 weeks. She changes the insulin cartridge every 7-10 days. She was aware of the proper change schedule, but stated she does this due to insurance coverage. Courtesy infusion sets were sent to the patient. She confirmed the time, date, basal rates, bolus history and daily totals on her device are accurate. Troubleshooting did not find any product issues. She was advised to switch back to her primary infusion device for troubleshooting purposes and she stated she would do so. Repeated attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method/results code: no product will be returned for evaluation.